Event description:
It was reported that during the ureteroscopy procedure, the laser was fired to break up stones. When the tip of the guidewire contacted the laser fiber, the tip of the guidewire broke off and detached inside the patient. The physician attempted to remove the detached piece; however, the attempt was unsuccessful. The patient was sent to interventional radiology to find detached piece. The procedure was completed using an alternate method and there were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the retrieval of detached piece, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the ureteroscopy procedure, the laser was fired to break up stones. When the tip of the guidewire contacted the laser fiber, the tip of the guidewire broke off and detached inside the patient. The physician attempted to remove the detached piece; however, the attempt was unsuccessful. The patient was sent to interventional radiology to find detached piece. The procedure was completed using an alternate method and there were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the retrieval of detached piece, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf f23 captures the reportable event of unexpected medical intervention. Block h11: the complaint device was not returned; however, it was reported that a laser got in contact with the sensor wire causing the detachment. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "core wire break" (guidewire cracks, breaks, unravels, peels, etc.)" And "device, device interaction with another device" (guidewire integrity compromised during the procedure, resulting in guidewire replacement and/or fragment(s) retrieval within the scope of the current procedure)" were defined in the risk documentation. These events type have been accounted during product risk analysis to support acceptable risk benefits for the product. A labeling review was performed and from the information available, the IFU does not address the "core wire break" events, however, mentions all the correct steps as well as warnings and cautions to take into consideration during the procedure. The reported unexpected medical intervention and imaging required", the IFU states "failure to abide by the following warnings might result in damage to the channel or duct, abrasion of the hydrophilic coating, release of plastic fragments from the guidewire, damage to or breakage/separation of the guidewire, that may necessitate intervention." It will be assigned to the as analyze cause code of "known inherent risk of device. Furthermore, this device was not used per the instructions for use (IFU). The IFU states "use extreme caution when using a laser, making sure to avoid contact with the guidewire. Direct contact may cause damage to the wire and/or sever the wire." And "failure to abide by the following warnings might result in damage to the channel or duct, abrasion of the hydrophilic coating, release of plastic fragments from the guidewire, damage to or breakage/separation of the guidewire, that may necessitate intervention." Therefore, an investigation conclusion code of "failure to follow instructions" was assigned to this investigation since the problems traced to the user not following the manufacturer's instructions.